Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: h3, h6, h11. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. A review of complaint history determined that no further action is required as no trends were identified. The cause of the patient¿s heterotopic ossification and surgery reported cannot be conclusively determined; however, it may be due to patient-related factors, surgical factors, and/or component design. However, the failure could not be confirmed because the devices were not returned for evaluation, and relevant patient information, images, or radiographs were not provided. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Manufacturer narrative:
The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported from a journal article, that a patient who had a tar procedure, had underwent an additional surgical procedure. It was indicated that the patient experienced disabling and/or remitting ho which was treated with "arthrotomic arthrolysis, to have a better visualization of the ossifications and because it can allow the replacement of the meniscal component in the 3-components mobile bearing prosthesis. No further information known.